Event description:
It was reported via medwatch 3600840000-2024-8101 that a catheter issue occurred. The opticross 6 imaging catheter was advanced for an ultrasound examination of the target lesion. The ivus catheter began to spin the non-boston scientific guidewire. Both devices were removed together by the physician. The procedure was completed successfully, and there were no complications for the patient.

Manufacturer narrative:
B3 date of event was estimated based on it being reported that the event occurred in july 2024.